Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it reported that during an unknown procedure the expressew iii autocapture + suture passer was not working properly. The sales rep did not have more information regarding the failure. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual observations revealed that the device had marks of wear. It observed that the jaws did not close normally contributing to the holding failure; besides, the upper jaw was slightly loose when the jaws are closed. In addition, it was not possible to test its functionality due to it did not correctly hold the sample rubber strip. The pin jaw/shaft is broken, and the assembly of the jaw mechanism was not fully functional. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. According with the visual inspection and the functional test result, this complaint can be confirmed. Upon further investigation it was found that the shear pin inside the handle of the device had failed, eliminating the linkage between the jaw lever and the actuator, preventing functionality of the jaw. This shear pin is a design feature to ensure that the tissue is clamped and prevent loose bodies from leaving the device the possible root cause for the issue experienced can be attributed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually damage the jaw; also, it is possible that the failure occurred due to excessive mechanical force while handling the device. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. As per IFU-110114, it is important to inspect the device prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear. Also, jaws and teeth should align properly. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2021, it was observed that the expressew iii ac+ gun device was not working properly. During in-house engineering evaluation, it was determined that the upper jaw was slightly loose when the jaws were closed and the pin jaw/shaft was broken. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.